Event description:
Caller reported potential false positive troponin I (tni) result on triage cardio profiler kit. Patient came to the ER with difficulty breathing. Testing was performed using triage cardio profiler test and tni was positive, ckmb and myo were negative. Pt was taken for a stress test with negative results. Another cardio profiler test was run and came back negative for tni. Customer then took original sample and reran it getting a negative result.

Manufacturer narrative:
Investigation pending.